Manufacturer narrative:
Based on the information provided, it cannot be determined if the alleged infection, necrotic tissue, and subsequent blood transfusion are related to v.a.c.® therapy. The physician reported, "after turning off the main unit, the wound was left without application of negative pressure for more than 12 hours..." This report is being filed due to use error. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam[?] Dressing to help minimize the potential for bleeding at dressing removal in these patients. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2016, the following information was reported to kci (B)(4) by physician: on (B)(6) 2016, activ.a.c. Therapy was applied at -125mmhg, continuous treatment to a patient's sacral region bedsore. The granulation was noted as "clean" with no necrotic tissue observed at the start of v.a.c. Therapy. On (B)(6) 2016, the patient reportedly had a fever with a temperature measured at 14:00 (38.5 degrees c). Cooling was conducted, without informing the doctor by the nurse. On (B)(6) 2016, the patient experienced a technical issue, and the doctor instructed the interruption of the treatment. The doctor instructed not to remove the foam but keep the foam applied. The fever continued around 37 degrees c (15:00 37.9 degrees c; 19:00 37.1 degrees c). On (B)(6) 2016, the foam was removed around noon. The wound surface was allegedly covered with black necrotic tissue, and it was determined that the wound was infected. It was confirmed that stool fluid had flowed into the wound. A bacterial culture was submitted to pathology. A foul smell was observed, but no fever was noted. V.a.c. Therapy was decided to be interrupted until the symptom of infection became stable. On (B)(6) 2016, a surgical debridement was conducted to the necrotic area with local anesthesia. Bleeding was observed during the treatment, and a blood transfusion was conducted after the treatment (2 units). The wound was filled with sorbsan ribbon, a non-kci product, and protected with gauze. On (B)(6) 2016, the wound was cleaned with saline, filled with iodine ointment and protected with gauze. Dressing changes were performed once a day. On (B)(6) 2016, the result of bacterial culture taken on (B)(6) 2016 exhibited the following: streptococcus agalactiae (4+) streptococcus mitis (3+) staphylococcus caprae (3+). On (B)(6) 2016, it was decided not to resume v.a.c. Therapy, and the patient's outcome was noted to be in remission. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci (B)(4) service center, and the unit passed the qc checks and met specifications prior to patient placement. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci (B)(4) service center, and the unit passed the qc checks and met specifications post patient placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c. Drape lot number is not available, therefore a device history review could not be performed.